Event description:
Clinical personnel responded initially to a telemetry alarm due to pts bradycardia. At that time, the pt was observed to be disconnected from the oxygen source t-piece with the pulse ox probe on the floor. The first responders stated there was no alarm sounding outside of the room and that the pulse ox inside of the room also was not alarming. The testing of the pulse ox cable and pulse ox by bio med indicated that the pulse ox operated as designed all connections were sound and alarms were easily reproduced. The pulse ox was in the pulse search mode at the time of the event; however it did not trigger an outside alarm over door or at nurses station as expected. The review of the jeron nurse call system alarm records also did not correlate with the number of alarms produced by the pulse ox machine report. At the time of the event, testing the pulse ox connections indicated that cord out alarm did not work once. Once it was re-tested, it worked properly. This indicated a possible connections problem either within the cable, the headwall outlet or the connection between the two.